Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The device was not available for analysis. There were no additional details provided regarding the initial implant other than that the valve was irregular shaped post-deployment prompting post-dilatation. The CT images provided confirmed extravasation of contrast media from the ascending aorta. There were no frame anomalies noted at the outflow struts that would explain a strut perforation into the aorta. The CT images did confirm significant calcification in the native anatomy that in conjunction with the reported raphe (functionally bicuspid native valve) prevented the inflow of the valve from fully expanding. A review of the procedural angiographic record confirmed the irregular and constrained shape of the corevalve frame, especially at the location of the calcification, and shows two post-dilatations done in succession. Based on review of the angiogram, there was some evidence of extravasation at the right coronary sinus of valsalva post-deployment. The irregular shape and enlarged size of the sinus of valsalva also suggested this was not the native sinus shape, but instead a rupture due to the calcification in this location. The sinus shape also does not match the sinus shape seen in the angiogram pre-deployment. It is plausible that a rupture occurred post balloon dilatation, it is unknown whether it was after the first or second dilatation, and the damaged vessel propagated a dissection to above the sinotubular junction. The patient's anatomy was the most significant contributor to this event. (B)(6).

Manufacturer narrative:
It was reported that the explanted valve was lost at the hospital and is not available for return. Procedural images of the implant and explant procedures have been requested. A supplemental report will be filed when additional information has been received or when the investigation is completed. (B)(4).

Event description:
Medtronic received information that 2.5 weeks after the implant of this transcatheter bioprosthetic heart valve, the valve was replaced due to the outflow portion of the valve perforating the aortic wall, resulting in a contained rupture. The patient exhibited shock due to low blood pressure, and presented to an emergency room. A surgical procedure was initiated to explant this valve, replace the aorta, and successfully surgically implant another manufacturer¿s bioprosthetic aortic heart valve. The surgeon reported that there was damage of the ascending aorta adventitia just above the sinotubular junction, with additional observations of a hematoma and pericardial effusion. The valve was observed to be in its original implant location at the time of the reoperation. It was reported that the valve frame was distorted, possibly due to the patient's native valve being a bi-cuspid valve, and that post-implant balloon aortic valvuloplasty (bav) had not expanded the frame as well as had been expected. Approximately 200 cubic centimeters (cc) of blood loss was reported due to cardiac tamponade that was associated with the perforation/effusion. No subsequent adverse patient effects or impairment following the reoperation have been reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.